Event description:
Additional information received reports the patient had a non-functional of neurostimulator. Reprogramming corrected the problem. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0bna3, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a por (power on reset) condition occurred. This happened the two days before reported event date. The caller was a hcp (healthcare provider) and she had never used the clinician programmer. She was using another patient programmer at first, but then ended up using the clinician programmer. The hcp was instructed on how to start the session and she was having difficulty synching the patient programmer. It was saying interference, yet there was nothing near the clinician programmer. Caller was told how to clear the por message and told that she may have to reach out to a representative for assistance as she has never worked the device. Caller also spoke about the battery being dead, the patient programmer, but she was able to get it to work. Caller reports not being able to adjust stimulation. Caller reports display showing "call your doctor" icon. She reported patient programmer was showing call you doctor screen and poc. Caller then confirmed patient programmer was showing por. Caller noticed por message the two days before reported event date as they were trying to increase the amplitude for the patient. Caller said the patient did not have any medi cal procedures recently that could have caused por. Caller said she has clinician programmer. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.